Event description:
A customer reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The malfunction alarm was cleared, and insulin delivery was resumed successfully.